Event description:
The graft was implanted for an abdominal aortic aneurysm. The pt returned to the vascular clinic complaining of left leg pain. The pt was found to have an occluded left limb of graft up to the bifurcation and was returned to the o.r. Where a thrombectomy was performed using a fogarty graft thrombectomy catheter. The surgeon felt that the blood flow was still not "normal" after the thromectomy. The pt was then sent to interventional radiology, where an angiogram revealed a "filling defect" in an area of the left limb, where a fogarty vascular clamp with sleeve was attached to the graft during the surgical procedure. A balloon angioplasty was performed in this area and was followed by a stent at origin of the bifurcation. The pt is now o.k.